Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/06/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of channel error could not be confirmed; no product or device logs were returned for investigation. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that an lvp 8100 had a "channel error. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not available.

Event description:
It was reported that an lvp 8100 had a "channel error. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not available.

Manufacturer narrative:
Although requested, the affected product will not be sent per customer. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Although requested, further information was not available and device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an lvp 8100 had a "channel error. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not available.